Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4. H3 evaluation: an opened box with twenty-three packets of product code v372h was returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the initial procedure? Section. When did the issue occurred? Pre-op or intra-op, please confirm - intra-op. What is the procedure date? See complaint (B)(6) 2021. Was the surgery was completed successfully? Yes. What was used to complete the procedure? Same like product. Please confirm how many needles experienced this needle breakage during this procedure? Pending. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological section procedure on (B)(6) 2021 and suture was used. During use on the patient it was noted that the needle broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.